Event description:
Tourniquet cuff failed to maintain pressure, resulting in loss of compression. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The visual examination of the returned device did not reveal any indication of kink tubing, any damages to the luer-lock connectors, or tube to port separation. The returned device was function tested and the failure could not be duplicated. The following are the most likely causes for the reported event during clinical use: the tourniquet system and/or the tourniquet cuffs were not properly connected. The device's tubing became kinked during clinical use.